Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
On 12/08/04, the pt contacted lifescan and reported that her one touch basic enhanced meter would not power on. There is no allegation of harm or serious injury. During troubleshooting, she was asked to press the power button, but the meter still would not turn on. It was verified that the batteries were correctly installed and that they were replaced less than 1 year ago. The condition of the battery contacts was also good. The last time she was able to test on her meter was approximately 2 weeks ago. She had tested on her neighbors' meter with a result of 161 mg/dl, which does not reflect any serious injury. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting. A replacement meter was sent to the pt.